Event description:
It was reported that the during a routine field service maintenance visit the motor of the unit would spark. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The technician rewired the motor to the unit and returned the unit to service.